Event description:
Hcp reported pt recently had a revision done to his pump which was complicated by meningitis. The meningitis was treated in the hosp by a different physician. Specific details regarding pt outcome, and intervention/treatments were not reported or available at the time of this report. A follow up report will be sent if add'l info is rec'd.